Event description:
It was reported that the customer changed their infusion set and sensor. Customer received a sensor end after inserting a new sensor and changing the sensor. Customer had high ketones. Customer's blood glucose level was about 500-600 mg/dl. Customer stated that they have a back-up plan and have treated for their high blood glucose levels. Customer treated with the pump. Customer declined high pressure test at the time. Customer does not want to change his set at this time. Customer declined to rewind/prime the set since this was not the set the customer had an issue with. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.